Event description:
Right knee inflammation (right knee pain and hot); right knee effusion; chills; neisseria mucosa infection right knee. A female patient with a medical history of incapacitating bilateral femortibial osteoarthritis received her first hyaluronate injection (brand unknown) in 2004 in the right knee. On the next day, she experienced knee pain and local evidence of inflammation. Body temperature was normal, although the patient experienced episodes of chills. The joint fluid contained 40,000 cells per cubin mm with scant uric acid crystals; cultures were negative 72 hours later. Analgesics, rest and ice packs failed to improve the clinical symptoms. Two weeks after the hyaluronate injection oral rifampin was started (200 mg/d). The patient was admitted to a hospital in april 2004. At admission, she had no fever. The right knee was painful and hot, with a joint effusion. No heart murmurs were heard by auscultation. Leukocytosis (11,000 per cubic mm) with 80% neutrophils was noted, as well as inflammation (esr 105 mm/h; crp 24 mg/1 [n<5 mg/1]) and fibrinogen 6.7 g/l. Serum uric acid was normal (278 ug/l). Blood and urine cultures were sterile. On day 20, cultures of the joint fluid collected in march were positive for neisseria mucosa. No evidence of osteitis was seen on plain radiographs or technetium scans. A combination of oral ofloxacin (200 mg bid) and rifampin (600 mg bid) was started. Due to the small size of the joint effusion, lavage was not performed. One month later, marked improvements were noted in the clinical manifestations and laboratory test abnormalities. The patient was swtiched to ofloxacin monotherapy for one additional month. The author did not provide causality assessment.